Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an alarm did not occur for a cardiac arrest for the patient in room 245 on (B)(6) 2018 between 13:00 and 13:15. The patient expired.

Manufacturer narrative:
The cause of the reported issue is unknown, however, it will be considered a malfunction. A review of the logs show red alarms on either side of the timeframe of 13:00 and 13:15, and there is indication of silencing of alarms at the central station at 13:06 and 13:16, however, they would have been lower level alarms since the piic classic only logs red level alarms. The cause of the reported event could not be confirmed, however, the data is consistent with a disconnect. This aligns with the information from the customer that the patient fell off the bed, however, it was not noted whether there was a cable and/or mms disconnect at the time. The fse tested the device while on-site and found everything operating to specifications.